Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cylinder rupture cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a follow-up appointment, the patient implanted with this inflatable penile prosthesis (ipp) stated that the device was not working properly, issues started after regular use on an unspecified date. A computerized tomography scan was performed and it revealed a rupture in the left cylinder. Therefore, it was decided to perform a replacement procedure. The cylinders, pump and rear tip extenders were removed and replaced. No additional patient complications were reported.

Event description:
It was reported that, during a follow-up appointment, the patient implanted with this inflatable penile prosthesis (ipp) stated that the device was not working properly, issues started after regular use on an unspecified date. A computherized tomography scan was performed and it revealed a rupture in the left cylinder. Therefore, it was decided to perform a replacement procedure. The cylinders, pump and rear tip extenders were removed and replaced. No additional patient complications were reported.